Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic, inappropriate auto mode switch episodes were observed due to far r-wave oversensing. It was noted that the far r-wave oversensing only occurred during capture testing and was likely due to the backup pulse during testing.